Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen cvc for evaluation. Signs of use in the form of biological material was observed. Visual examination revealed the catheter body was ruptured. The walls of the ruptured material appeared thinned and the area around the rupture was ballooned, which is damage consistent with over-pressurization of the device. The catheter body was ruptured 80mm-85mm from the juncture hub. The total length of the catheter body measured to be 214mm which is within specifications of 207mm-227mm per the catheter product drawing. The outer diameter of the catheter body in an undamaged location measured to be 0.0953" which is within specifications of 0.0940"-0.0980" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". When the proximal lumen was flushed, water exited from the hole in the catheter body. The distal lumen flushed as intended. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "using catheters not indicated for high pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured approximately 80mm from the juncture hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received and the information available, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "when performing salinization, the catheter broke externally." No medical intervention required. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "when performing salinization, the catheter broke externally." No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).